Event description:
Per int'l affiliate, a home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 5/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected the transfer set from the pt line of the homechoice set during a drain phase, without pausing therapy. When the home pt returned pt reconnected to the setup and moments later received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per int'l affiliate.